Event description:
It was reported that review of the log files found pump reset events on (B)(6) 2023 and (B)(6) 2023. There was also a controller clock reset event during the (B)(6) 2023 pump reset. The cause of these events was not known. Related MFR report # for the pump: 2916596-2023-02254.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a clock reset was confirmed via log file analysis. A review of the pump log file contained data spanning approximately 11 days (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, 2(B)(6) 2023, (B)(6) 2023 per timestamp. At an unknown time after (B)(6) 2023, at 20:33:50. The pump clock reset to a default timestamp and the pump restarted. A specific cause for the clock reset could not be conclusively determined through this evaluation as the controller log file did not capture the onset of the event; however, this finding was likely the result of a total loss of external power to the system controller and depletion of the controller¿s internal backup battery. A total loss of power to the system controller would have resulted in a pump stoppage and the clock reset. No other atypical events were captured. The heartmate 3 system controller (B)(6), was not returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including clock resets and pump stops, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use, rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.